Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call about the high blood glucose levels and under delivery. Customer stated that the blood glucose level was 453mg/dl. Customer stated that they treated it with manual injection and contacted healthcare professional regarding that. Customer was assisted with high pressure test and the test failed. The blood glucose value then was 474mg/dl which he treated with 4 units of manual injections. Customer again called to report high blood glucose level which was 433mg/dl at the time of incident. Customer¿s current blood glucose level is 462mg/dl. This was treated with 4 units of insulin. Customer was advised that inaccurate pump settings might have caused high blood glucose. Customer also reported blood at site after removing infusion set. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self-test and displacement accuracy test. Insulin pump passed the dat test at 0.08600 inches. No unexpected insulin flow blocked alarms noted during testing. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and cracked select button on keypad overlay.